Event description:
During baxter's evaluation, it was discovered a spectrum pump had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of delayed keypad response was reproduced and confirmed through evaluation. This issue has been attributed to a failing processor printed circuit board (pcb). The keypad was tested and found to function as designed. The processor pcb and shielding were replaced.